Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low blood glucose reading on the adc device and experienced "no symptoms." However, the customer reported they were unable to self-treat and had contact with a healthcare professional (hcp) who obtained a blood glucose reading of 300 mg/dl on an hcp meter compared to the adc device reading of 55 mg/dl. The customer was provided an unspecified intravenous (IV) for treatment. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 4 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low blood glucose reading on the adc device and experienced "no symptoms." However, the customer reported they were unable to self-treat and had contact with a healthcare professional (hcp) who obtained a blood glucose reading of 300 mg/dl on an hcp meter compared to the adc device reading of 55 mg/dl. The customer was provided an unspecified intravenous (IV) for treatment. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 4 days. There was no report of death or permanent injury associated with this event.